Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a skin irritation that occurred on (B)(6) 2014. Patient stated that after insertion of a new sensor, she experienced a red and itchy rash under the sensor patch adhesive. Patient saw a dermatologist on (B)(6) 2014 and was prescribed an ointment for the rash. Patient also reported that she did not remove the sensor until after 7 days. At the time of contact, the patient did not report any further medical intervention.

Manufacturer narrative:
(B)(4).